Event description:
Caller reported a cgm error 42. Blood glucose level was reported as normal. Caller successfully resolved the issue after receiving a complete pump reset walkthrough from technical support, and no further error code appeared after the reset.